Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system customer had to press the cine footswitch again to complete the procedure. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to perform exposure intermittently. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and monitored the system but could not replicate the issue. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to perform exposure, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.